Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episodes due to concerns of inappropriate shock therapy delivery. The patient reported having experienced multiple shocks while doing an activity. Upon review, ts observed about 29 shocks and determined to have been delivered inappropriately by the device due to patient was in an atrial driven rhythm. Further review of the svt episode, ts observed a code 1005 which indicated an open circuit condition caused by recorded high out of range shock impedances on the right ventricular (rv) lead. However, the code 1005 appeared to have been overwritten because the rest of the therapy was delivered after that episode had normal lead measurements which were confirmed by a painless test that was performed. Ts advised the hcp to have the rv lead replaced. The hcp reported that tachy therapy was programmed off by the physician. Subsequently, a revision procedure was performed, the ICD and rv lead were explanted and successfully replaced with a new device and rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episodes due to concerns of inappropriate shock therapy delivery. The patient reported having experienced multiple shocks while doing an activity. Upon review, ts observed about 29 shocks and determined to have been delivered inappropriately by the device due to patient was in an atrial driven rhythm. Further review of the svt episode, ts observed a code 1005 which indicated an open circuit condition caused by recorded high out of range shock impedances on the right ventricular (rv) lead. However, the code 1005 appeared to have been overwritten because the rest of the therapy was delivered after that episode had normal lead measurements which were confirmed by a painless test that was performed. Ts advised the hcp to have the rv lead replaced. The hcp reported that tachy therapy was programmed off by the physician. Subsequently, a revision procedure was performed, the ICD and rv lead were explanted and successfully replaced with a new device and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed about 68milimeters (mm) from the terminal end and the helix extended. A segment of the lead appears to be missing. Visual inspection of the lead noted insulation damage about 422 -430mm from the terminal end. The insulation damage is inner insulation webbing damage between the rate sense (rs) and the distal high voltage (hv) lumens from some type of crushing movement. This area of the lead was likely located within the clavicle area. Inspection also noted residual calcification of body fluids on the lead tip, insulation, in the helix housing and on the distal shocking coil. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Xray images were taken, no anomalies were noted on the images. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.